Event description:
It was reported that during a ptca procedure, upon pulling back on the balloon catheter, there was some resistance encountered with the guide wire and the system was removed. Upon removal of the balloon catheter, it was observed that the balloon had come apart from the shaft. All pieces of the balloon were accounted for and nothing was left in the patient. Reportedly, there was no patient injury.